Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:40:47. During night drain cycle four, the patient's ultrafiltration reading was 2259ml, indicating the home patient (hp) drained 1684ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified in an event history log review. The cause was determined to be a use error. The tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Rite functional testing failed due to a reload the set 201 alarm. The rite failure found will be captured through (B)(4). Should additional relevant information become available, a follow-up report will be submitted.